Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was dropped due to the infusion set¿s tubbing getting caught on a door handle. Blood glucose at the time of the incident was 171 mg/dl. The customer stated that the display went blank and returned after changing the battery. During troubleshooting, the insulin pump passed the self-test, but failed the displacement test as the motor stopped while moving forward and then started moving again. It was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion, prime or compromised force sensor system, excessive no delivery, occlusion, self test and unexpected restart error test. No motor error alarm noted. The motor was tested outside of the device and passed. Insulin pump passed all operating currents tested within the specification range and passed off no power test. Insulin pump was monitored and tested with no blank display and device test failed noted.